Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose was 405 mg/dl, 217 mg/dl, 336 mg/dl. The customer experienced the symptoms related to high blood glucose as headache. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.